Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device was "running rough." The device was being used during neuro surgery. No injuries or medical intervention were reported. There was no add'l info provided.